Event description:
It was reported by the pharmacist "that she has 8 boxes with the same reference and same lot number. The catheter when removed from the package feels rough like fine grit sandpaper. She has she states upon inspection it appears that the catheter has bubbles in the catheter. " photos depicting the reported complaint issue were provided by the complainant. The product was not used.

Manufacturer narrative:
Common device name: cure catheter® for men. MDR 1049092-2021-00113 / device 5 of 8. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4)